Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative and a consumer regarding an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that all electrode pairs on 0 through 7 as well as several electrodes on the right side were greater than 10,000 ohms. The only pairs showing normal values were 8/11, 8/14, 8/15, 10/14, and 10/15. The patient had a minor fall last week but also had 4 major falls in the past 8 months, one of which caused a concussion. They noticed that their stimulation wasn't in the right place and they had to turn it up to feel it; this was noted as a gradual change and they stated that the stimulation changed over the past 8 months. The patient mentioned that they had to change positions in order to try and feel their stimulation. The representative planned on programming around all out of range combinations and it was reviewed that they could consider performing imaging to determine if anything could be seen via x-ray. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the impedance/stimulation issue was not determined and that the issue wasn't resolved but they were able to get stimulation where the patient needed it with electrodes 8, 12, 14, and 15. The patient was having discussions with their physician about replacing the entire system. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that surgical intervention was not planned as the patient was going to consider other therapy options. No further complications reported.